Event description:
It was reported that after three overlapping stents were implanted within the superficial femoral artery, the end of one of the stents prolapsed into the artery, requiring a surgical repair. Two months later, during a follow-up, a 50-75% flow limiting stenosis was observed. There has been no additional intervention to date. Further information is pending.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The stent remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.